Event description:
A user facility filed a complaint stating that they experienced an overdelivery with a disposable infusion system. The delivery rate is controlled with a flow-restricted 5-day admin set. The user facility did not identify a specific lot number, but identified potential lot numbers. There is no report of pt injury.